Event description:
Patient reported pump malfunction. Unsure if even was reported as only a return box was sent to patient on (B)(6) 2017 but a new pump was never sent out. New pump being shipped out asap as patient has only one pump. Patient states that the threads from the old pump that contain tubing were loose. Patient did not report injury and could not provide serial number as this was already returned.